Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 02-jul-2017 who reported that she recently encountered problems with her intrathecal pump and had a CT scan. The patient no longer had the pump as it had been recently replaced with a pump from another manufacturer.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at 8 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had pain at the pump site for about 4 weeks. It started gradually, "kind of went away", and then came back and got worse in the last two weeks. The patient had not had any falls, trauma, or medical procedures. It was noted that the patient did do simple rehabilitation and did a rehabilitation session the day before the pain initially started. The doctor had done "all medical testing outside the pump" with no answers and a catheter interrogation would be done tomorrow [(B)(6) 2016] and the doctor thought the next step might be explant. Additional information received from the consumer on 2017-jan-11 reported they were finding it difficult to get a diagnosis and relief. The patient clarified there was no change to their therapy. About 6 weeks ago the patient developed severe pain in their lower left abdomen at the pump site with increased back and leg pain. There were no circumstances the patient was aware of that led to the pain at the pump site. Initially, the patient thought they had possibly ¿pulled¿ something when doing exercises or carrying a few logs in the house (<(> <<)>10 lbs). The patient had extensive testing and special visits to diagnose the problem. Steps taken to resolve the pain at the pump site included they had abdominal/pelvic computed tomography (CT) scans, hip x-ray, urine and bloodwork ¿ all normal. The pain at the pump site had not resolved. The patient stated their recent call for help was the first time they had called due to a major concern. The patient was greatly disappointed with the result. They were told that there was nothing the manufacturer could do because it was a ¿medical ¿concern and that if the health care provider (hcp) wanted to call the manufacturer with concerns he could. The pump was ¿in my body¿, and the patient explained that neither their pain doctor or neurosurgeon could diagnose the problem, but while stumped, neither seemed inclined to ask the manufacturer for help. The hcp did get bloodwork to rule-out an infection (negative). The patient had bloodwork, urine tests, abdominal/pelvic CT and a hip x-ray, all negative. The patient had been seen by their primary care provider, gastroenterologist, and orthopedist. Additionally their gynecologist and ¿addl¿ radiologist looked over CT. Nothing abnormal was found. The patient was seen by the neurosurgeon who saw nothing wrong and said ¿maybe your body just doesn¿t like the pump in you anymore¿. The hcps only option he said, as a last resort, would be to remove the pump. After that visit, the patient felt desperate and called the manufacturer explaining to the representative (after she said she couldn¿t help) that they weren¿t expecting the manufacturer to give them a definitive diagnosis, but would have at least thought someone may have access to a database of past problems similar to the patient¿s problems. On (B)(6) 2016, the hcp did a contrast study of the catheter with fluoroscopy. First, the hcp had trouble isolating which catheter was active. The patient had the old ones that were still there too. The hcp introduced the contrast after confirming he was able to withdraw spinal fluid. However, the hcp thought the catheter did not show as opaque as he would expect. Then, the hcp was unable to view the contrast when being ¿pushed¿ into the spinal fluid. Third, when withdrawing the contrast, the hcp viewed air bubbles in the tubing used for the study. The hcp was concerned about that, thinking it could mean a leak in the patient¿s catheter. Then the hcp decided it could just be from ¿the negative pressure¿ he was exerting to remove the contrast. The hcp had now ordered a lumbar/thoracic CT to rule out a granuloma or new spine problem/he had viewed an odd round ¿shadow¿ on fluoroscopy. The patient was currently wearing an abdominal binder which seemed to be reducing the abdominal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.